Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 110 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The activate button did not respond due to corroded keypad trace. Unable to verify the prime anomaly due to the unresponsive button. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.